Event description:
It was reported that the coiled cap of a large volume infusor was detached from the housing. No damage was observed on the device's carton/box. There was no patient involvement as this was found before use. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 28, 2014 and july 29, 2014. Evaluation summary: visual inspection on the device noted the red coil cap had separated from its housing due to the housing being malformed. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.